Manufacturer narrative:
The cobas pure e 402 analytical unit serial number is (B)(6). The investigation included a review of the data set provided by the customer: the calibration results were within the specified ranges. The qc results were within the specified ranges. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys hiv duo result from one patient sample tested on the cobas e 402 analytical unit. On (B)(6) 2025: the initial result was 83.8 cut-off index coi "positive". On (B)(6) 2025: the repeat result was 80.3 coi "positive". The repeat results using two other methods were "negative". The expected result was "negative". The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The investigation determined the event was consistent with a patient sample-specific discrepancy. Elecsys hiv duo product labeling states: "interpretation of the results. Numeric result - coi >/= 1.00. Result message - reactive. Interpretation/further steps - reactive in the elecsys hiv duo assay. All initially reactive samples should be redetermined in duplicate with the elecsys hiv duo assay. Redetermination of samples with an initial coi = 1.00 can be performed automatically." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings." The assay is performing according to specifications.